Event description:
The implant card that was received on (B)(6) 2012 reported that the patient's lead and generator were replaced on (B)(6) 2012. The replacement was reportedly prophylactic due to the mother's persistence that there was an issue with the system, as vns therapy had been very effective in the past. It was reported on (B)(6) 2012 that the patient was doing well after surgery. A copy of the physician's flashcard was received on (B)(6) 2013; however, the flashcard did not contain any recent history for the patient. Last diagnostics on (B)(6) 2010 showed that the device was functioning as intended. Attempts for additional information from the treating neurologist have been unsuccessful to date. Review of the generator and lead device history records confirmed all quality tests were passed prior to distribution.

Event description:
The explanted lead and generator were returned on (B)(6) 2012 and product analysis has since been completed. During product analysis on the generator, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis was performed on the returned lead portions. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. No obvious anomalies were noted. Setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. The remnants of what appeared to be dried body fluids were also observed inside the inner tubes in some areas. No points of entry other than the cut ends made during the explant process were observed during analysis. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device.

Manufacturer narrative:
Review of manufacturing records. Review of the generator manufacturer history records confirmed all quality tests were passed prior to distribution. Describe event or problem, corrected data: the initial report inadvertently did not report that the devices were replaced and the patient's condition after surgery.

Event description:
It was reported through an implant card received on (B)(6) 2012, that the patient's lead and generator were explanted as they were 'not functioning properly.' Follow up with the patient's treating neurologist indicated that the patient and his mother had felt that the vns had stopped working as he was experiencing an increase in seizures and could no longer feel stimulation. It was noted that when the physician attempted to perform diagnostics she received a 'fault' message. The physician performed x-rays and referred the patient for a full revision due to the mother's persistence that there was an issue with the system. Diagnostic results are unknown and the x-rays will not be sent to the manufacturer for analysis. Attempts for additional information and product return are underway.